Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. It was reported that seeping was occurring at the left access site post evar procedure. There was no hematoma. One suture was placed resolving the issue. The investigator assessment states the clinical event is not device related, however it is procedure related. No additional clinical sequelae were reported and the patient status is fine.